Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc's instruction, the customer ran a system check and stated that the probe data was acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument. The cse replaced and aligned the sample 1 mixer. The cse ran a mix and over mix on sample 1, reagent 1 and reagent 2, all of which were acceptable. The customer ran quality controls and precision on patient samples. The cause of the discordant, falsely low ca, mg and co2 results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. Additionally, discordant, falsely low magnesium (mg) and carbon dioxide (co2) results were obtained on one of two patient samples. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument and on an alternate dimension vista instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca, mg and co2 results.